Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Complete pump reset information was provided by technical support, and the caller successfully started their sensor session.